Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The test strips (2 vials) were returned and measured on reference meters with a high level control sample: testing results (qc range: 2.7 - 3.5 inr): vial 1: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Vial 2: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. All inr values were within the specified target ranges. Returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. The patient just got the meter "last week." The patient was tested 3 times on their meter (2 capillary samples and 1 venous) and all the results were 6.1 inr. Blood was drawn for the laboratory at the same time and a result of 4.1 inr was returned on (B)(6) 2020. The patient's therapeutic range was not provided.